Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow event. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, device thrombus could not be confirmed through this evaluation. The system controller and left ventricular assist device event log files contained events from 27dec2025 through 13jan2026. A drop in estimated flow to 0.0 liters per minute with an associated low flow hazard alarm was captured at 07:56:04 on (B)(6) 2026. This alarm lasted approximately one minute. During this timeframe, rotor noise fault flags associated with an increase in rotor noise were captured. Estimated flow values appeared to recover to baseline levels shortly after the conclusion of the alarm. The observed events are consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provides information on all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for the patient who had low flow alarms with flow reading of 0.0 lpm on interrogation before immediately returning to baseline. The log files captured low flow events on (B)(6) 2026 at 07:56 with noted flow as low as 0.0 lpm. This appeared to be a transient event that resolved quickly and the pump resumed operation with flows back into the 4 lpm range. It looked as though something may have passed through the pump inhibiting flow briefly. It was also noted that there was a rotor instability flag in the background of the log but was likely due to the abrupt drop in flow. The patient had a syncopal episode during the time of low flows, but the alarm did not recur after the aforementioned low flow episode, and a cause was not identified.